Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) reached 596 mg/dl while wearing the pod between 36 and 48 hours. After realizing elevated bg levels, patient's mother found the needle had not retracted as intended; this indicates a needle mechanism failure occurred. As treatment, patient drank water and was given a 5 unit bolus.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy and retract. The device ran for 2324 pulses.